Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. (B)(4).

Event description:
Received (B)(4) advising that during an unknown procedure; while using the device, one of the tips broke off. The surgical team retrieved the broken piece which was taken out of the field immediately. It is not known how the procedure was completed. There were no adverse patient consequences reported.